Event description:
It was reported to resmed that an astral device displayed an error message (sf150) ) related to an electro-valve issue and had an unresponsive touch screen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to an intermittent , isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for evaluation and the complaint was confirmed. Software was reloaded onto the device to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf150) ) related to an electro-valve issue and had an unresponsive touch screen. There was no patient harm or serious injury reported as a result of this incident.